Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The integra sales representative ("representative") reported on behalf of the user facility the following incident: the physician had a device that had broken off in the patient in 2007. The physician was able to extract the device from the patient.